Event description:
The reporter stated the surgeon attempted to insert an micl 13.2 implantable collamer lens, but the lens tore. There was no pt contact or injury. Another same type lens was implanted.

Manufacturer narrative:
Evaluation codes": visual inspection of the returned product found the lens stuck in the cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. A cartridge work order search was performed and no similar complaints were found. Conclusion: based on the complaint history, the lens and cartridge work order searches and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and foam tip plunger were not returned for evaluation.